Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight information, with no success.

Event description:
Additional information received that patient underwent surgical intervention where in one of the lead was explanted and replaced and one was repositioned resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. D6b: explant date added to both devices as it is unknow which lead is replaced and which is repositioned.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00778. It was reported the patient experienced fall and since then has ineffective stimulation. X-rays confirmed both leads have migrated. Surgical intervention may take place to address the issue.